Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: on september 5th, during the use of the ventilator for the patient, an alarm was triggered for "technical event 231022" and the operation was terminated. The device was replaced to continue treating the patient. Technical fault with internal reference number (B)(4), pexpvalve sensor defect.